Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: pelvisofttm biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisofttm biomesh should not be used. Pelvisofttm biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted. 2558, 1750, 1928, 2993 = "nl" h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Exemption e2013025 the total number of events for product classification code ftm is 9. Qty 1- pelvisoft acellular collagen biomesh qty 6- pelvisoft acellular collagen biomesh, 6cm x 8cm qty 2- pelvisoft acellular collagen biomesh, 8cm x 12cm

Event description:
It was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced vaginal burning, vaginal discharge, microscopic hematuria, recurrent urinary tract infections, mesh erosion with excisions/revisions (x3), sterile abscess with incision and drainage, removal of necrotic tissue during surgery, in-office cautery for erosion and abscess (x4), acute and chronic inflammatory reactions to graft, vaginal bleeding after bowel movements, recurrent yeast infections, dyspareunia, urinary incontinence, severe pain and anxiety.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1 2015 to december 31, 2015 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame november 1, 2015 to december 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2015 to december 31, 2015 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1 2015 to december 31, 2015 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.